Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that medication leaked when using a bd emerald¿ syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: not confirmed: bd was not able to confirm/ reproduce the incident in question. Samples/ photos analysis: the sample provided by the customer was evaluated and validated leakage test according bd specifications was performed and it is not possible observe the defect reported. DHR review: it was verified the batch record and the manufacturing date for the batch 4342358 was january 26th to 28th, 2015. The process inspections were performed at properly frequency and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 36 parts at assembly machine; qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: no maintenance record that could related to defect were observed. Conclusion: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample provided by the customer was evaluated and validated leakage test according bd specifications was performed and it is not possible observe the defect reported. Thus was not possible confirm the complaint or define a root cause to the occurrence. The internal action for product quality improvement, will be performed the blitz # 44/2018 for defects of damaged components and leakage. Investigaton conclusion: it was performed DHR evaluation and no occurrences potentially related to the defect was observed. Based on sample evaluation and performed test it was not possible confirm the reported defect.

Event description:
It was reported that medication leaked when using a bd emerald¿ syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted field: device returned to manufacture: yes.

Event description:
It was reported that medication leaked when using a bd emerald¿ syringe. There was no report of exposure, injury or medical intervention.